Event description:
It was reported that the customer¿s pump displayed a malfunction code, malf 16, which recurred after resetting. There was no information regarding an adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump and arranged for a replacement pump, while the customer planned to use multiple daily injections as an interim insulin therapy.